Event description:
It was reported that during the adhesiolysis, no function after 5 minutes. No further info is available. Case completed with like product. No pt consequence.

Manufacturer narrative:
D4: second mfg date=02/2004; second exp. Date=1/2009; second batch#=v9267p. H6 = cracked blade. Evaluation summary: the analysis results found that device b and c were returned with the blade cracked and with a hot spot (b). Due to the damage to the blades, it was confirmed that the devices were non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."